Event description:
A patient had a port, vascular access inserted at another facility two years ago. The patient states it was used this past spring for chemo and it was functional. About two weeks after the successful use, the medical imaging special procedures interventional radiologist was asked to consult concerning a broken piece of catheter located in the right atrium. A retrieval procedure was scheduled for the day following the consult with successful retrieval of the catheter piece.